Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that one year, one month post implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to elevated gradients and thrombus formation. An echocardiogram performed prior to explant indicated minimal leaflet movement and measured mean gradients of 14 mmhg. The patient presented with malaise prior to the replacement procedure. No adverse patient effects were reported from the replacement procedure.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the returned product specimen was examined. All leaflets were found to be stiff due to host tissue on the outflow. The right and non-coronary cusps and the left right and right non-coronary commissures appeared intact. The condition of the non-coronary left commissure could not be determined due to host tissue overgrowth. A small puncture was found on the left cusp along the inflow margin of attachment which appeared to be associated with a sharp object such as forceps. Glistening off-white pannus covered the sewing ring on the inflow, into all inferior coaptive areas and 1 to 2.5 mm onto all cusps. Pannus on the outflow lined the outflow rail adjacent to all cusps, to the backs and tops of all stent posts, encapsulating the left right commissure and tops of the other two. Brown thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the returned product analysis, the observation of pannus overgrowth on the backs and tops of all stent posts could have impaired the leaflet mobility. This investigation and product analysis found a potential root cause attributed to the impairment of leaflet mobility. This may have led to thrombus formation on the outflow of the valve causing the high gradient; however, a conclusive cause of the thrombus formation could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information regarding this patient's medical history that this patient was initially on prescription anti-clotting medication for two to three months after surgery, and subsequently received aspirin only.